Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 5f exoseal vascular closure device (vcd) does not change color. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window on a 5f exoseal vascular closure device (vcd) does not change color. There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile vascular closure device 5f - was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft in manufacturing position, which was found with dry blood residues, with the indicator wire fully deployed. The indicator window was received on black/white position and the guard was found locked. No other anomalies were observed during this analysis. Additionally, a cordis csi used in the procedure was returned inserted on the device. Exoseal functional was executed firstly pulling the indicator wire to achieve the black/black position and finally with the depression of the deployment lever resulting in the deployment of the plug and the change of the indicator window to the black/white/red position. A high magnification evaluation was conducted to evaluate the conditions of the assembly configuration, during this evaluation no signs of obstruction or any impediments were observed, that could be related to the reported event. The reported event by the customer as ¿indicator window - no change to indicator¿ was not confirmed since the functional evaluation executed confirmed that the deployment mechanism worked as intended, achieving the indicator window 3 positions changes. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis does not suggest that the reported event could be related to the manufacturing process; therefore, no corrective action will be taken at this time.